Event description:
It was reported that after approximately 19 days of intra-aortic balloon (iab) therapy, the console generated a gas gain alarm. It was then noted that a leak had occurred and blood was seen in the tubing. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: education coordinator. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).